Event description:
It was reported that during a follow-up three weeks post implant, the lead was found to have increased capture threshold. The physician elected to enroll the patient in merlin.net and monitor. No other action will be taken at this time. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.